Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. It was reported that the skin was red and scabbing around the edge of the patch. There was no alleged device malfunction contributing to the irritation. The patient's healthcare provider advised the patient to leave the patch off for a day and then resume. Outcome of the skin irritation is unknown.